Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05403. It was reported the patient fell and later experienced ineffective therapy. Diagnostics indicated the patient's leads migrated. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue.